Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.0. Hardware: iphone13.4. Cgm sensor type: data not available.

Event description:
The patient reported that the needle failed to insert properly into the skin during pod activation, noting that it bent instead of inserting into the body. The patient was unable to confirm the status of the pink slide and stated that it did not appear to have advanced, indicating a potential needle mechanism failure. Upon removal of the pod, the cannula was visible without abnormalities noted. There was no impact on the patient's blood glucose levels reported.